Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: required surgical intervention to remove separated portion of guide wire from patient anatomy. Device issue: guide wire separation. It was reported that one stent was implanted in the bifurcation. The physician used a two-wire-system. He used one guide wire to forward the stent and the stent delivery system in the target lesion, and another guide wire to stabilize the other vessel. After that, the guide wires were placed and the stent was deployed in the lesion. The first guide wire that had been put down was removed without problems. The second guide wire was covered with the deployed stent and while removing it, the tip stretched and separated. The separated portion of the guide wire (10 cm) was surgically removed. No additional event or patient information is available.